Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. The customer experienced symptoms described as skin infection at the sensor site. The customer self-treated with Epsom salt, hot compresses, and topical antibiotic cream and contacted their healthcare professional (HCP). The HCP prescribed Keflex, four capsules daily for 10 days, for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.